Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt-2j batch 15386683 was received for evaluation. Visual inspection revealed that the suture loops were broken off, and a piece of the white suture remained in the button. The tail of the white suture, which is frayed, is an indication of a possible excessive force applied during tightening. Knots were also noted on the suture. No sharp edges were observed on the button. A functional test was not performed due to the damage to the suture. The most likely cause of the reported and observed failure is a user error, including excessive force pulling the suture strands or pulling the suture not in parallel with the bone socket.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.